Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and the programmer prompted a re-initialization request. The pacemakers memory content was inspected. The inspection revealed that the device switched into the safety backup mode on the 7th of july 2016 as a result of the detection of invalid memory content. After re-initialization, the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. A stress test under different temperature environments was performed. No anomalies were observed. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After re-initialization, the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This information was originally reported on a fu report by mistake. Submitting the initial report now as requested by FDA. Ous MDR - this pacemaker was attached to chronic leads at implant. The device tested well during the procedure. After the procedure, the patient was brought to the recovery room where the nurse interrogated the device and found it was in back-up mode. Several unsuccessful attempts were made to correct the back-up mode. They physician finally decided it was best to explant the pacemaker and implant a new one. The device has been returned for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and the programmer prompted a re-initialization request. The pacemaker's memory content was inspected. The inspection revealed that the device switched into the safety backup mode on the (B)(4) 2016 as a result of the detection of invalid memory content. After re-initialization, the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. A stress test under different temperature environments was performed. No anomalies were observed. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After re-initialization, the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - this pacemaker was attached to chronic leads at implant. The device tested well during the procedure. After the procedure, the patient was brought to the recovery room where the nurse interrogated the device and found it was in back-up mode. Several unsuccessful attempts were made to correct the back-up mode. They physician finally decided it was best to explant the pacemaker and implant a new one. The device has been returned for analysis. No adverse patient side effects were reported.